Event description:
During the follow-up examination of the left hip, it was noticed that the femoral head was no longer centrically located in the acetabular cup insert compared to the post-operative x-rays. It is suspected that the inlay has worn off unilaterally. Based on this finding a revision of the patient is planned.

Manufacturer narrative:
On 06/18/2021 implantcast received the affected product for investigation: the optical examination showed that the pe insert 0° 32/44mm has a bulge and a few scratches in the articulation area. The damage outside the articulation area can be attributed to the explantation process. The bulge on the lateral side was confirmed to have been caused by wear. There was no evidence of the presence of third bodies in the articulation area in situ. A measurement of said bulge also showed that the femoral head seat had shifted in the lateral direction by approximately 3mm due to wear prior to explantation. The manufacturing records do not show any deviations during the manufacturing process. Based on the medical records, no evidence of the cause could be derived. Based on the available data, no technical cause could be determined. The occurrence rate below the accepted limit value.

Manufacturer narrative:
The manufacturing record of the product concerned was examined. No deviations were found during the manufacturing process. The reported findings can be confirmed on the basis of the available x-rays. No indications of a cause could be identified so far. This is the same patient of the incident reported in parallel with the MFR report number 3012523063-2020-00008. The product concerned will be examined as soon as it has been explanted and made available.

Event description:
During the follow-up examination of the left hip, it was noticed that the femoral head was no longer centrically located in the acetabular cup insert compared to the post-operative x-rays. It is suspected that the inlay has worn off unilaterally. Based on this finding a revision of the patient is planned.

Manufacturer narrative:
No explants were available. Since no corresponding image material is available either, it was not possible to perform a visual inspection. The manufacturing documents do not show any deviations during the manufacturing process. No indications of the cause could be derived from the medical records. Based on the available data, no technical cause could be determined. It can only be assumed that a similar mechanism acted on the implant as it did on the implant on the right hip side (case: (B)(4) MFR report no. 3012523063-2020-00008). However, no cause could be determined there either. The occurrence rate below the accepted limit value.

Event description:
During the follow-up examination of the left hip, it was noticed that the femoral head was no longer centrically located in the acetabular cup insert compared to the post-operative x-rays. It is suspected that the inlay has worn off unilaterally. Based on this finding a revision of the patient is planned.